Event description:
Initial result for a patient co2 was 13 mmol/l. When repeated, the result was 24 mmol/l. The incorrect result was not used to guide therapy. The field service rep found the rinse mechanism was malfunctioning and repaired the instrument by replacing the rinse mechanism tubing.